Event description:
This event was identified by beckman coulter, inc (bci) personnel during a data review of software reports. This issue was not reported by a customer. When a specimen is presented manually during automatic analysis, the specimen is not aspirated as soon as is needed after manual mixing on the unicel dxh 800 coulter cellular analysis system. This delay in aspiration can result in blood settling in the specimen tube for 50 seconds. This could impact test results obtained during a cbc (complete blood count), diff (differential) and retic (reticulocyte count) generated by the dxh 800. The magnitude of the impact to test results is unknown. If this were to occur in a customer scenario, the following events would have to occur: two specimens ordered for cdr (cbc, diff and retic), cr (cbc, retic) or r (retic) will have to be processing in the automatic mode consecutively, and as the second specimen is analyzed, the customer will have to switch to manual mode processing and place the specimen in the single-tube presentation station to start processing. The tube will sit for 50 seconds on the manual station before it is processed. The customer will assume the tube is being processed immediately. This event is associated with software version 1.1.3.1 for the dxh 800. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
This was an issue identified by beckman coulter, inc. Personnel during a data review of software reports. Cause of the issue is unknown. (B)(4).